Manufacturer narrative:
The exact location and potential repairs of the reported tear in the subclavian artery in relationship to the side branch tsb081206e is unknown. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted in the patient. Therefore, a device evaluation could not be performed. Imaging have been requested but not provided by the physician. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Updated h6: updated health effect - impact code to f24 - insufficient information. Code f1901 and f2301 were inadvertently entered. Updated component code to g07001, code g04122 was inadvertently entered. Added type of investigation code b22. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Section c: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® thoracic branch endoprosthesis, stent graft thoracic branch aortic component tac083415e, sn (B)(6). H3: other code, h6 code b20 ¿ the medical device remains implanted. H6 code b14: product history review is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® tag® thoracic branch endoprosthesis was used for a thoracic endovascular aneurysm repair (tevar), to treat a patient who presented with a type b aortic dissection (distal of the left subclavian artery) 3 weeks prior. Both the aortic component (tac083415e) and the side branch (tsb081206e) of the gore® tag® thoracic branch endoprosthesis was implanted in zone 2. After deployment of the devices, the anethetist lost the arc line trace from the right arm and communicated that to the consultants. An angiography was done and on completion both consultants (one vascular and one interventional radiologist) were agreed that there was a retrograde tear in the ascending thoracic aorta. The patient was then transferred to the bristol heart institute where he was operated on the same day. Two small tears were found; mid ascending and subclavian. The ascending aorta and the aortic arch was replaced with an unknown brand, while the gore devices remains implanted. A frozen elephant trunk (fet) technique could not be performed due to the inner (side) branch. The patient is stable.